Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had sticky triggers. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device had sticky triggers. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.